Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer initially called to report that he was having trouble with his insulin pump b button was not responding. Customer mentioned that he was hospitalized in (B)(6) 2013 due to diabetic related issue. Nothing further was reported.